Manufacturer narrative:
Device not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged death. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on aug 04, 2025, and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged death. Medical intervention was not specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally and internally, observed missing both door panels, iso port had slight dust and tiny fibers/hairs contamination in it, unknown white, gray and black (inconsistent with degraded sound abatement foam) dust-like contamination and tiny hairs/fibers at the air inlet of the blower box, unknown residue on the back of the display panel and on the inside of the top enclosure. White dust-like contamination was on the top and bottom of the blower motor, the blower motor seal and inside the blower motor. Slight black contamination, consistent with keratin, at the air outlet of the blower box, blower box had slight dust-like white and black (inconsistent with degraded sound abatement foam) contamination in it. Unknown residue in the bottom enclosure and on the inside of the back panel. They also observed, error was logged, missing door panels, dust-like contamination and tiny hairs/fibers at the air inlet of the blower box. Iso port had dust-like contamination in it, unknown residue on the back of the display panel, back panel, inside of the top enclosure and in the bottom enclosure, dust-like contamination was on top of the blower motor and the blower motor seal and in the blower motor, slight potential keratin contamination at the output of the blower box. Slight dust-like contamination in the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device, and they were unable to directly address the symptoms. Sections d8, d9, h2, h3, h6 has been updated in this report.